Event description:
In 2003 - a dental implant was placed in tooth location #23. Subsequently, the pt was experiencing spain. In 2004 - the implant was removed. In 06/2005 - the clinician was contacted. He stated "after removal of the implant the pt has healed satisfactory".